Event description:
It was reported the stylus is not working and the screen went blank. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event. Product ID 2067 radiofrequency head.

Event description:
It was reported the stylus is not working and the screen went blank. The programmer and radiofrequency (rf) head were returned for repair. The rf head was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.